Event description:
Technician found evidence of fluid ingress in right caregiver board during pm.

Manufacturer narrative:
Technician replaced right caregiver board and cable to correct. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.